Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump display was blank. The pump had vibratory and auditory functions. There was no trauma or damage seen to the pump. The battery was replaced however this did not resolve the issue. The patient did not take any bolus doses during the day as the pump display was blank. The patient obtained a blood glucose reading of 593 mg/dl, and reported no symptoms of high blood glucose levels. The patient took correcting bolus doses of insulin via a syringe injection. The patient allegedly obtained blood glucose levels suggesting severe injury after the pump display issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on appropriately with functional auditory and vibratory features however the display remains blank. The pump was opened to investigate and the display screen was observed to be cracked. The cracked display screen was removed and an intact test screen was inserted to complete investigation. A review of the pump histories shows the last bolus delivery occurred on (B)(6) 2012 at 16:45 and the last basal delivery occurred on (B)(6) 2012 at 17:49. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The patient was reportedly aware of the blank screen issue. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Additionally, the owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.